Event description:
It was reported that during a coronary stent procedure, the stent was successfully deployed, however, while attempting to remove the delivery device, the balloon was stuck to the stent. After much manipulation the delivery device was removed. No pt injuries or complication occurred.